Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2021, after lesion preparation with a cutting balloon, a 3.00 x 12 mm xience skypoint drug eluting stent was successfully implanted in the mildly tortuous, moderately calcified lesion in the proximal left circumflex coronary artery. On (B)(6) 2022, the patient experienced sudden cardiac arrest. Cardiopulmonary resuscitation was initiated; however, the patient and family did not want further treatment, so all life saving treatment was stopped and the patient died. The physician commented that it is difficult to say if the xience skypoint caused or contribute to the death. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effect of death and cardiac arrest (myocardial infarction) are listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects of death, cardiac arrest, medical treatment, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The subsequent unexpected medical intervention appears to be related to the operational context of the procedure.